Manufacturer narrative:
Corrected data: h6 (component code: removing ¿tip¿ and adding ¿cover¿). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the details of the reprocessing steps the facility took was not provided and there were no abnormalities observed at the location of the foreign material. The event can be detected/prevented by following the instructions for use. Specifically: chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing the endoscope using an automated endoscope. Reprocessor/washer-disinfector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope exhibited foreign material inside the tip cover. There were no reports of patient involvement.